Event description:
It was reported that the implantable cardioverter defibrillator (ICD) failed to convert a ventricular fibrillation (vf) event. It was also reported that the ICD falsely detected a normal return to sinus rhythm during the ongoing underlying vf. It was noted that the vf was slowing down long enough to appropriately return to sinus rhythm despite the ongoing vf. Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted possibly in (B)(6) 2025. The reason for explant could not be confirmed. The patient was stable in hospital and being monitored.

Manufacturer narrative:
Final analysis notes the reported events were not confirmed. The device voltage was above the elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.